Manufacturer narrative:
This report is for an unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an mis procedure on a patient with th9 fracture, three (3) of the screw extension instruments detached from the screws. The surgeon was unsuccessful in attaching the extension on the screws while they were still implanted in the patient .the affected screws were explanted. The extensions were then re-attached, the screws re-implanted, and the procedure was successfully completed. There was a surgical delay of sixty (60) minutes. There was no patient consequence. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). Unknown rods (part# unknown, lot# unknown, quantity unknown). This report is for one (1) unknown screws. This is report 3 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.